Event description:
It was reported that following implant, the atrial lead exhibited loss of capture. A fluoroscopy showed the lead dislodged. The pocket was reopened and the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.